Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's wife reported that on (B)(6) 2020, the patient had yellow, watery fluid coming from peg stoma site and pain in the abdomen. The wife reported that the patient had constant discharge from peg site, which was an ongoing issue and no better since undergoing a tubing change from 15 french peg tube to a 20 french peg tube on (B)(6) 2020. It was also reported that the patient has discharge every time he has constipation described as bowels not opening regularly, overflow rather than emptying bowel fully. On (B)(6) 2020, the patient was hospitalized and was reported to have "bad" constipation along with a leaking peg site with a gap between the peg site and stomach, which was painful. It was reported that the patient was on unknown antibiotics. The indication for the antibiotics was unclear. The patient did not agree to have physician contacted.